Event description:
As reported by the edwards field sales representative (fsr), 9 days post transfemoral transcatheter aortic valve replacement (tavr) procedure the patient expired prior to being discharged from the tavr procedure due to co-morbidities. Post tavr the patient was noted to have an enlarged prostate with some bleeding. Patient also had an elevated white blood cell count, however the most critical complication came from the duodenal ulcer. The patient had a large bleed and expired shortly after emergent gi surgery.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted; however, per report, there was no device malfunction. A device history record (DHR) review for the valve was performed and all manufacturers' specifications were met prior to release for distribution. Investigation is still ongoing.

Manufacturer narrative:
Per the death certificate, the official cause of death was gi bleed. The cause of gi bleed is unknown, however, per report, the event was not due to an edwards device or malfunction. On this basis, this event has no relationship to the edwards valve and does not meet the criteria for a complaint. No further actions are required at this time.